Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had drawer and cubie failed to open and was not detected on bus. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and cubies were failed to open. A field service engineer (fse) logged in and recovered the drawer. Fse also logged into the hardware test application, opened the drawer four and other full height drawers and removed the medications between the cubies and rebooted the system to resolve the issue. Fse also performed preventive maintenance and tightened the flex arm of the barcode scanner and removed the contamination from the cubie tray. The system functioned as intended after the field service engineer had repaired the device.